Manufacturer narrative:
(B)(4).

Event description:
Received mhra report (B)(4): smtl defect report summaries - qc/cr 6031. "Details: skimmer angle tip blade snapped off whilst in use". There was no report of patient injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.